Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system adapter/hub was cracked and caused leakage during use as result. The following information was provided by the initial reporter: "writer started a new safety intima s/c device today for this client and patient spouse reported that the s/c line is cracked and leaking at the neck of the safety intima tubing and the plastic neck where the double ports are located. This is a product default. Impact of incident: a new safety intima was inserted that is functioning."

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.